Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy of approximately 1 millimeter in the superior direction. The site re-traced the patient several times and deemed being accurate on the surface. The surgeon performed a septoplasty, then proceeded to navigate. The alleged 1 millimeter inaccuracy was noted when going back in the sphenoid. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
05/12/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 05/13/2015 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated.